Event description:
It was reported that 1 day post a single-site da vinci cholecystectomy procedure, the patient experienced abdominal pain. Reportedly, the patient underwent an endoscopy procedure and it was discovered that the patient had sustained a thermal injury to the bowel. It is the surgeon's belief that the injury occurred as a result of thermal spread. During the surgical procedure, the cannula was lying on the patient's bowel and a permanent cautery hook (pch) instrument installed may have caused the injury. At the time of this report, the patient was in the emergency room. No other information was provided. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the surgeon who performed the surgical procedure. According to the surgeon, the patient sustained two injures: a thermal injury to the transverse colon and a mechanical or thermal injury to the small bowel near the umbilicus. The surgeon indicated that the patient underwent an open procedure to repair the defects. The damage to the patient's transverse colon was sutured and a resection of the small bowel was performed. One week post the open procedure, during the patient's follow-up visit, the patient was found to be recovering fine. According to the surgeon no malfunction of the da vinci surgical system, instruments and/or accessories occurred during the surgical procedure and arcing during the surgical procedure was not observed. The site performed internal testing on the pch instrument and there was no breach in the instrument's insulation detected. He indicated that he does not know the specific test that was used to test the instrument. According to the surgeon the injuries sustained by the patient could have occurred as a result of various reasons such as adhesions or arcing from the cannula; however, he indicated that he does not know what definitively caused the injuries sustained by the patient. He also indicated that a grounding pad was used during the surgical procedure; however, he does not remember the location of the grounding pad on the patient. The surgeon indicated that it is typically placed on the patient's left thigh.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injuries sustained by the patient. This complaint is being reported due to the following conclusion: during a single-site da vinci cholecystectomy procedure, the patient sustained a thermal injury to her bowel. There was no report by the site that a malfunction of the da vinci surgical system, instruments and/or accessories occurred during the surgical procedure.